Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in a calcified unspecified vessel. A 3.50x28mm promus element stent delivery system (sds) was advanced to the lesion and could not be positioned in the desired location. The promus element sds was removed and it was noted that a stent strut had become lifted off of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in a calcified unspecified vessel. A 3.50x28mm promus element stent delivery system (sds) was advanced to the lesion and could not be positioned in the desired location. The promus element sds was removed and it was noted that a stent strut had become lifted off of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts in the middle of the stent were raised and misaligned. The tip & stent also look as if they have been cleaned or exposed to some type of chemical as the tip is now white in appearance and the stent appears almost rusty. The lumen is ready to break 6cm from the tip and the lumen is also damaged/torn at the port of the device. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The hypotube also has a rough feeling along the entire shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).